Manufacturer narrative:
The actual device in the incident was returned for the MFR to be evaluated. The set was physically tested and was noted to leak from a pinhole observed on the film of the nonmagnetic well due to an excessive weld of the film to the cassette which caused the pvc film to weaken.

Event description:
As reported by the user facility: there was a crack in the air trapping cassette portion of the IV set causing a leakage of IV solution into the bed. The IV dextrose solution was the sole source of carbohydrate for this neonate. As a result of not receiving the IV solution, the neonate became hypoglycemic. Add'l info rec'd from the facility indicated the lot number remains unk. The facility declined any info at this time relating to the status of the pt. No other info is available.